Event description:
Customer reportedly received results of 17.3 mmol/l and 8.3 mmol/l within 10 minutes on the aviva nano system. Customer tested 7.6 mmol/l and 7.8 mmol/l within 2 minutes of testing 8.3 mmol/l. She took humalog and 1.5 hours later reported low blood glucose symptoms. Customer self treated with cereal, and tested 3.6 mmol/l. 20 minutes later customer tested 6 mmol/l and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.